Manufacturer narrative:
The date returned to manufacturer was documented as mar 15, 2017 on the initial report. It has been updated as apr 18, 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the compact air drive motor seized, jammed and moved heavy. It was further determined that the device failed the following pre-tests: check for air leak, check triggers for forward / reverse mode, check for untrue running, check for excessive noise, check for power with test bench: min. 110 to 160 w and check for starting behavior. It was noted in the service order that the device was observed before use on a patient to have low pressure at inlet to main system. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.